Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03919 / 03920).

Event description:
It was reported a patient underwent a left hip arthroplasty on (B)(6) 2004. Subsequently the patient was revised on (B)(6) 2015 due to a malpositioned cup and possible elevated ion levels. The cup and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-03919 / 03920).

Event description:
It was reported a patient underwent a left hip arthroplasty on (B)(6) 2004. Subseqently the patient was revised on (B)(6) 2015 due to a malpositioned cup and possible elevated ion levels. The cup, head, and taper were removed and replaced.

Manufacturer narrative:
This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03919-2 / 03920-2).

Event description:
It was reported a patient underwent an initial left hip arthroplasty on an unknown date. Subsequently, patient was revised (B)(6) 2004 due to unknown reasons. Patient was again revised on (B)(6) 2006 due to unknown reasons. Patient was revised on (B)(6) 2015 due to a malpositioned cup and possible elevated ion levels. The liner and head were removed and replaced.